Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that the patient needed to find closer physician. The patient stated that she doe does not drive anymore and would like to find someone closer. The patient reported that the pump moved all over the place and the pump was not stationary. Furthermore, the pump has always been moving around everywhere and was getting worse. The pump sometimes will be somewhere, and the pump will poke straight out. The patient also mentioned that they can move a certain way, and it felt like they were getting an electrical shock and sometimes it will wake her up while sleeping. The patient stated that she was ready to have this taken out. The patient mentioned that she lost over a 100 pounds slowly and wondered about a procedure getting rid of the flab. The patient stated that it happened in different positions. The patient was redirected to their healthcare provider to further address the issue.